Manufacturer narrative:
Information reasonably suggests the reported bilateral hand swelling was related to the patient's basseline condition - complex regional pain syndrome (crps) pain condition - and does not appear to be related to the device or therapy.

Event description:
Follow up determined that the patient was admitted to the hospital on (B)(6) 2015 for bilateral hand swelling. It was also reported that there was no mention of spinal cord stimulation devices from that visit. It was noted that the patient was scheduled to see the health care provider on the (B)(6).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had a doctor¿s appointment tomorrow and wanted a manufacturing representative (rep) to be there for programming. Twenty days later it was later reported that MRI compatibility guidelines and the area to be scanned was the entire spine. An emergency room (ER) physician ordered an entire spine MRI to rule out abscess. It was unknown if the MRI was related to the device therapy. The patient was an inpatient at a hospital and was having issues with the stimulator. They were trying to assess if the leads dislodged or migrated. However, the x-rays taken did not reveal anything. The patient¿s upper and lower extremities were experiencing intermittent paresthesia, and a return to baseline complex regional pain syndrome (crps) pain condition. The patient believed this started 3 months ago, with more dramatic change 3 weeks ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a fol low-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3986a, lot# n158921, implanted: (B)(6) 2009, product type: lead; product ID 3986a, lot# n179498, implanted: (B)(6) 2009, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).